Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Updated: date of implant, which was inadvertently omitted in previous follow-up sent on (B)(6) 2013. Depuy still considers this complaint closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient was revised due to cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 02/20/2014 - legal claim was received, which identified dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/17/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (1/29/2017) ¿ medical records received. After review of the medical records for MDR reportability, revision operative note stated "significant amounts of metallosis was found" and identified a "large pseudotumor invading...parts of the acetabulum" and "metallosis invading cysts in the dome of the acetabulum". There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 29, 2017: supplemental information received. Revision operative note reported significant amount of metallosis found upon entering the joint and around the trochanteric region. There was also cystic changes noted, and a large pseudotumor was found around the acetabulum. It also stated that the acetabular component was found to be grossly loose and vertical and there were some superior and posterior bone loss in the acetabular bone. Examination notes reported pain and high metal levels. Laboratory values of cobalt and chromium were above 7 ppb. Stem and sleeve were added due to the reported high metal levels. No lot information provided. This complaint was updated on: jun 1, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 06/24/2015 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 07/07/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.